Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. High bg cause was not known. Customer delivered correction boluses to address bg level; however, the issue persisted. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.